Manufacturer narrative:
Sientra complaint (B)(4). Sientra will not be able to provide a failure analysis since the customer confirmed that the device was destroyed during autoclaving, thus unable to investigate and/or determine a definitive root cause. This complaint will be closed out as the root cause is undetermined. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right side leaking tissue expander.